Event description:
Customer reports the preclean needle broke on the analyzer, leaking preclean reagent onto the floor and into the walkway. Customer said she cleaned up the fluid leak. No one slipped or was hurt, and no pts were affected, as the analyzer was in standby at the time of the event.

Manufacturer narrative:
The field service rep determined the cause to be a broken preclean needle, and ordered replacement needle. The customer was able to continue to run the instrument, because it has two preclean bottles and the sys can operate using only one. Follow up with the customer indicates they were able to change the needle and instrument performing as expected.